Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated at their meeting with their rep that they had fallen onto his wife's car mirror over his ins. The patient had reprogramming done, and if their pain is unrelieved they are going to consult for an x-ray to check the patient's leads. The issue was reported to be resolved at the time of the report. Additional information received from a manufacturer's representative on 2019-jan-30. It was reported that it was undetermined to what extent the fall affected their system. The patient's ins was reprogrammed but it was unknown if this resolved the issue. No further complications reported.